Manufacturer narrative:
Other contact person number: (B)(6). Due to characterization limit e1: event site name: (B)(6).

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) ac cord got caught in the door, causing the insulation to tear and exposing part of the internal wiring. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11 corrected field e1 event site address and city a getinge field service engineer (fse) inspected the unit and replaced the ac reel cord . The fse verified the proper unit operation and battery charging functionality and no issues were identified. The unit passed all functional and safety test in accordance with factory specifications.